Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. On an unspecified date, the tubing set was being used for intermittent delivery of unspecified medications via IV push. The customer contact reported that the male adapter of an unspecified syringe was connected to the removeable clave port of the tubing set for blood collection. It was reported that after the blood collection was complete, the syringe was disconnected from the clave port. At this time, the customer contact reported that the silicone sleeve of the clave port remained in the depressed position and bleedback was noted. The customer contact reported that the nurse clamped the tubing set using the side clamp. It was reported that the removable clave port was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.